Manufacturer narrative:
The field engineering specialist found brown pollution at the syringes and tubing above the sipper. He replaced the pinch valves and cleaned the instrument. He adjusted the sipper positioning and replaced the pinch tubes. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay results for multiple patients tested over a week period on a cobas 8000 e 801 module. The customer provided tnt hs data for 8 patients that were discrepant. For patient 1 the initial tnt hs was 0.525 ug/l with a repeat result of 0.00389 ug/l. For patient 2 on (B)(6) 2019 the initial tnt hs was 0.893 ug/l with a repeat result of 0.00300 ug/l. For patient 3 on (B)(6) 2019 the initial tnt hs was 0.231 ug/l with a repeat result of 0.00432 ug/l. For patient 4 on (B)(6) 2019 the initial tnt hs was 0.217 ug/l with a repeat result of 0.00464 ug/l. For patient 5 on (B)(6) 2019 the initial tnt hs was 0.546 ug/l with a repeat result of 0.00462 ug/l. For patient 6 on (B)(6) 2019 the initial tnt hs was 1.27 ug/l with a repeat result of 0.00497 ug/l. For patient 7 on (B)(6) 2019 the initial tnt hs was 0.181 ug/l with a repeat result of 0.0164 ug/l. For patient 8 on (B)(6) 2019 the initial tnt hs was 0.582 ug/l with a repeat result of 0.005 ug/l. All the repeat testing was performed on (B)(6) 2019. The results in question were reported outside of the laboratory. The tnt hs reagent lot was 41926000 with an expiration date of 30-nov-2020.

Manufacturer narrative:
The e801 module serial number was (B)(4). This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.